Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that shortly after the implant of this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) noise was oversensed, and resulted in the patient receiving two inappropriate shocks. Rv pacing was also inhibited for approximately three seconds. It was noted that the noise appeared to look like air bubbles. The electrogram (egm) had subsequently been clean of noise; however, the device was programmed to monitor only mode and the patient was being observed in the hospital. The device was checked the following morning and there were no additional episodes of noise in the logbook. Tachycardia therapy was programmed back on. No additional adverse patient effects were reported. The device remains in service.